Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the physician performed surgery on the patient in (B)(6) of last year where they did ¿work¿ on the ¿lead wires¿ of their implantable neurostimulator (ins) to try to help them lessen their pain. It was also noted that the patient had surgery in (B)(6) where the doctor did some ¿scrapping on my bone in my back¿. When contacted for follow up information, the healthcare professional was unable to provide any further information regarding the issue. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.